Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wiring of right angle extension cable. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was returned and/or attached. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit was able to power on by directly plugging in the tail of the returned power supply to the i3 unit. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The problem of frayed power cord on the back of the pes is confirmed. Right angle extension cable was frayed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.